Event description:
Info alleged intermediate siderail was broken. No injury reported.

Manufacturer narrative:
Technician found siderail locking latching was snapped off of the siderail preventing it from latching. Replacing locking latch to resolve this issue.